Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 2. The home patient (hp) stated he was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) assisted the hp to clear the alarm and informed him that se 2240 indicates a large amount of air has entered setup. The hp stated he was not sure if he would restart therapy or do manual exchanges to complete therapy. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. A batch review was not performed because the lot number was unknown. Based on the information obtained during baxter's investigation, the root cause of the alarm could not be determined. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp; there was no patient injury or medical intervention that resulted from this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).